Event description:
The customer observed the following results for one patient sample tested with the architect ca 19-9xr assay: initial result of >1200 u/ml (neat; reagent lot 02949m500) on architect i2000sr sn: (B)(4), retested at 905.76 u/ml (1:2; reagent lot 01083m500) on architect i2000sr sn: (B)(4). The following results were all generated with reagent lot 01083m500 on architect i2000sr sn: (B)(4): 677.79 u/ml (1:10); >1200 u/ml (neat); 702.84 u/ml ; 495.55 u/ml (1:5); 596.74 u/ml (1:10). The following day the sample was retested again: >1200 u/ml (neat); and, 603.93 u/ml (1:10). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This issue was previously reported under MDR number 1628664-2011-00749 under a different suspect device. (B)(4). Add'l device: arch i2000sr ln: 03m74-01 sn: (B)(4).

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca19-9 xr assay package insert contains information to address the customer's current issue. This evaluation indicates that the architect ca19-9xr assay is performing as intended with no new issues. A product deficiency was not identified.